Event description:
After four years of implantation, the device involved in this MDR report was explanted and returned because capture failure was observed in the ventricular channel; in addition, a high ventricular lead impedance was measured. The phenomenon was initially observed in ventricular bipolar configuration and was solved by reprogramming in unipolar configuration; it occurred later in unipolar configuration.